Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using infusion set and cartridge for up to 5 days. Tandem customer technical support informed customer that this is off label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 151 mg/dl.